Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a failure to pair a dexcom cgm with the ilet for approximately one week, used manual injections during that time, and contacted support when attempting to reconnect; the user initially reported pairing failure specific to the ilet, and support completed troubleshooting and education resulting in successful pairing and display of glucose on the ilet. Symptoms included hyperglycemia, with the user reporting a ¿high¿ reading and noting that long-acting insulin had been omitted before reconnection and that a recent fast-acting insulin dose was taken. Outcomes included no injury, no hospitalization, and restoration of cgm pairing and ilet glucose display after troubleshooting. Investigation included technical troubleshooting and user education on wait times and device charging. Investigation of this case revealed that the reported pairing issue was resolved through standard pairing steps and that hyperglycemia was attributed to missed long-acting insulin while off the system rather than to device malfunction. It was concluded, based on previously established findings for similar reports, that user management decisions and temporary sensor availability were the most probable contributors, with no device malfunction identified.